Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right sided pain') and haemorrhagic ovarian cyst ('hemorrhagic cyst of left ovary') in an adult female patient who had essure (batch no. B02269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization procedure and novasure endometrial ablation". The patient's medical history included ankle fracture, breast mass, carpal tunnel syndrome and gallbladder disorder nos. Previously administered products included for an unreported indication: mirena. Concurrent conditions included sciatica, rotator cuff tear, cough, respiratory tract congestion, nasal congestion, rhinorrhea, sore throat, vaginal discharge, buttock pain, pain legs, paresthesia, foot pain, pain menstrual, obesity, adenomyosis, hyperplasia endometrial and benign cervix uteri neoplasm nos. Concomitant products included amitriptyline, hydrocodone bitartrate;paracetamol (vicodin) and naproxen. In 2013, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), headache ("headaches"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), endometrial disorder ("endometrial mass"), uterine cyst ("small fluid collection within endometrium"), hypoaesthesia ("numbness"), abdominal pain ("abdominal pain"), myopia ("vision/eye problems type: can't see up close or far away"), hypermetropia ("vision/eye problems type: can't see up close or far away") and vomiting ("migraine causing vomitng") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine leiomyoma"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal distension ("bloating"), night sweats ("night sweats"), back pain ("low back pain") and groin pain ("left groin pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, hot flush, night sweats, hypoaesthesia, dysmenorrhoea, back pain, groin pain and abdominal pain had resolved and the haemorrhagic ovarian cyst, weight increased, alopecia, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, uterine leiomyoma, endometrial disorder, uterine cyst, myopia, hypermetropia and vomiting outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, endometrial disorder, groin pain, haemorrhagic ovarian cyst, headache, hot flush, hypermetropia, hypoaesthesia, menorrhagia, migraine, myopia, night sweats, pelvic pain, uterine cyst, uterine leiomyoma, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery the left ostia were then visualized and the process repeated. 4 coils were noted outside the right; 2 outside 'the left ostia at the completion of the procedure . The patient was in a severe amount of lower abdominal pain, and the study was terminated after several attempts diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the patient was in a severe amount of lower abdominal pain, and the study was terminated after several attempts. Failed hysterosalpingogram. Nuclear magnetic resonance imaging - on an unknown date: l5-s1 left paracentral disc extrusion abutting the traversing s1-2.. Ultrasound scan vagina - on an unknown date: the uterus measures 9.2 x 6.1 x 8.5 cm. The endometrial stripe measures 3.5 mm. At the fundal portion of the endometrial stripe, there is a 1.1 x 0.8 cm fluid collection. No echogenic mass is noted within the endometrial stripe. A left fundal leiomyoma is noted measuring 3.0 x 2.9 x 2.9 cm. The right ovary measures 3.0 x 1.7 cm. It contains several small follicular-type cysts. The left ovary measures 4.4 x 3.1 x 3.2 cm. It contains a 2.4 x 2.6 cm hemorrhagic-type degenerating follicle. Smaller unilocular cysts are evident. There is a modest amount of free fluid evident within the culdesac.; on (B)(6) 2013: echogenic mass associated with endometrium. Which may represent a uterine polyp, or probably a submucosal uterine fibroid. An endometrial neoplasm cannot be excluded uterine fibroid intact color doppler imaging to the ovaries bilaterally. Small amount of pelvic free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , uterine fibroid , endometrial mass, abdominal pain,small fluid collection is evident within the endometrium ,hemorrhagic ovarian cyst, groin pain ,dysmenorrhea, headache,low back pain, migraine most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot number was added. New events: hormonal changes describe: hot flashes, night sweats, abnormal bleeding (vaginal, menorrhagia), migraines , reproductive system disorder or condition type of disorder or condition: uterine leiomyoma, hemorrhagic cyst of left ovary, endometrial mass, small fluid collection within endometrium, neurological conditions or problems type: numbness, dysmenorrhea (cramping), vision/eye problems type: can't see up close or far away, hair loss , pain: low back pain, left groin pain , abdominal pain, vomiting were added. Event: verbatim were updated: pain / right sided pain. Event: cramping, pain, bleeding, numbness, night sweats, hot flashes outcome were added. Medical history, lab data ,concomitant drugs, historical drug, were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / right sided pain') and haemorrhagic ovarian cyst ('hemorrhagic cyst of left ovary') in an adult female patient who had essure (batch no. B02269) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure sterilization procedurea and novasure endometrial ablation". The patient's medical history included ankle fracture, breast mass, carpal tunnel syndrome and gallbladder disorder nos. Previously administered products included for an unreported indication: mirena. Concurrent conditions included sciatica, rotator cuff tear, cough, respiratory tract congestion, nasal congestion, rhinorrhea, sore throat, vaginal discharge, buttock pain, pain legs, paresthesia, foot pain, pain menstrual, obesity, adenomyosis, hyperplasia endometrial and benign neoplasm of cervix uteri. Concomitant products included amitriptyline, hydrocodone bitartrate;paracetamol (vicodin) and naproxen. In 2013, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant), headache ("headaches"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), uterine mass ("endometrial mass"), uterine cyst ("small fluid collection within endometrium"), hypoaesthesia ("numbness"), abdominal pain ("abdominal pain"), myopia ("vision/eye problems type: can't see up close or far away"), hypermetropia ("vision/eye problems type: can't see up close or far away") and vomiting ("migraine causing vomitng") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine leiomyoma"). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), abdominal distension ("bloating"), night sweats ("night sweats"), back pain ("low back pain") and groin pain ("left groin pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, hot flush, night sweats, hypoaesthesia, dysmenorrhoea, back pain, groin pain and abdominal pain had resolved and the haemorrhagic ovarian cyst, weight increased, alopecia, abdominal distension, vaginal haemorrhage, menorrhagia, migraine, uterine leiomyoma, uterine mass, uterine cyst, myopia, hypermetropia and vomiting outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, groin pain, haemorrhagic ovarian cyst, headache, hot flush, hypermetropia, hypoaesthesia, menorrhagia, migraine, myopia, night sweats, pelvic pain, uterine cyst, uterine leiomyoma, uterine mass, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery the left ostia were then visualized and the process repeated. 4 coils were noted outside the right; 2 outside 'the left ostia at the completion of the procedure . The patient was in a severe amount of lower abdominal pain, and the study was terminated after several attempts diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the patient was in a severe amount of lower abdominal pain, and the study was terminated after several attempts. Failed hysterosalpingogram. Nuclear magnetic resonance imaging - on an unknown date: l5-s1 left paracentral disc extrusion abutting the traversing s1-2.. Ultrasound scan vagina - on an unknown date: the uterus measures 9.2 x 6.1 x 8.5 cm. The endometrial stripe measures 3.5 mm. At the fundal portion of the endometrial stripe, there is a 1.1 x 0.8 cm fluid collection. No echogenic mass is noted within the endometrial stripe. A left fundal leiomyoma is noted measuring 3.0 x 2.9 x 2.9 cm. The right ovary measures 3.0 x 1.7 cm. It contains several small follicular-type cysts. The left ovary measures 4.4 x 3.1 x 3.2 cm. It contains a 2.4 x 2.6 cm hemorrhagic-type degenerating follicle. Smaller unilocular cysts are evident. There is a modest amount of free fluid evident within the culdesac.; on (B)(6) 2013: echogenic mass associated with endometrium. Which may represent a uterine polyp, or probably a submucosal uterine fibroid. An endometrial neoplasm cannot be excluded uterine fibroid intact color doppler imaging to the ovaries bilaterally. Small amount of pelvic free fluid.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , uterine fibroid , endometrial mass, abdominal pain,small fluid collection is evident within the endometrium ,hemorrhagic ovarian cyst, groin pain ,dysmenorrhea, headache,low back pain, migraine quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), headache ("headaches"), alopecia ("hair loss") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, headache, alopecia and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, headache, pelvic pain and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.